Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). E1 - event site address - (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that mega 50cc iabp was inserted, but the puncture site was not properly sealed, resulting in fluid leakage. No harm to the patient was reported.